Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to experiencing a high blood glucose level of 600 mg/dl and high ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2022 with no permanent damage. Reportedly, the high bg was caused by the customer eating too much food. Tandem technical support performed a pump system check and verified the pump functioned as intended.